Event description:
It was reported that, "the pt had fallen. Tibial implant was disrupted. Replaced tibia only."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.